Event description:
The following report was received by medtronic (covidien): a patient was admitted into the hospital after falling and suffering a traumatic subarachnoid hemorrhage (sah) and a cerebral edema. Three weeks prior, the patient underwent successful onyx embolization of a dural arteriovenous fistula. The physician suspected the prolonged disturbance of consciousness was symptomatic epilepsy. Given that the center of the cerebral edema was far from the area that was embolized the physician did not believe the device to have caused the cerebral edema. However, it was believed to be procedure related and secondary to the venous perfusion disorder of brain tissue due to naturally thrombosed congested venous. Neurological symptom post epileptic seizure has been improving.

Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the onyx during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).